Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous shunt. A 4.0mmx40mm, 40cm mustang¿ balloon catheter was advanced for dilation. The balloon was inflated at 20 atmospheres on the first inflation. However, during the second inflation at 22 atmospheres, the balloon ruptured after being inflated for 90 seconds. The device was completely removed from the patient's body. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and patient's status was good.